Manufacturer narrative:
The device was received intermittent button response due to corroded keypad traces. The device was received with scratched lcd window. Device was received cracked case display window corner and cracked battery tube threads the device was received with cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 90 mg/dl. Troubleshooting was not performed. The device was returned for analysis.